Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found remote manager had to be slammed in order to sense closed. A field service engineer discovered that the remote manager was positioned too far from the hasp and made the necessary adjustments. Additionally, he noticed that the temperature display was not connected, requiring him to reseat the cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager they have to slam the door in order to not have the fridge fail. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.